Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, lantern delivery microcatheter (lantern), and non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous, calcified and mildly narrowed. During the procedure, the physician experienced resistance while advancing a ruby coil through the lantern. Therefore, the ruby coil was retracted out from the lantern and the lantern was removed. It was reported that there was no noticeable damage to the ruby coil. The procedure was completed using a new non-penumbra microcatheter, the same ruby coil and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed an ovalization and a kink on the distal shaft. If the device is forcefully pinched or gripped during use, or if the device is forcefully manipulated within the reported tortuous, calcified and mildly narrowed anatomy of the patient, damage such as an ovalization and kink may occur. During functional testing, a demonstration ruby coil was advanced through the lantern with resistance while advancing the coil through the kink and ovalization on the distal shaft. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.